Manufacturer narrative:
(B)(4). An accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured 0.25mm and appears used. Additional examination under magnification revealed that the pattern of the tip was consistent with a fracture indicating that the tip or portion of the tip broke off. The fiber was returned broken into two sections along the body. The first break was located 63cm from the top of the connector. The second break was located approximately 78cm from distal tip. There was no damaged noted to the fiber face within the sub miniature -a (sma) connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. Therefore, the reported complaint was confirmed. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was dornier 20w. According to the complainant, during the preparation and testing, the tip of the fiber was damaged and the aiming beam had a prism like effect. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported fine. Note: investigation results revealed the fiber was broken and the tip was detached.